Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that an everest atr set screw migrated post-operatively. There is no plan for revision surgery at this time.

Event description:
It was reported that an everest atr set screw migrated post-operatively. There is no plan for revision surgery at this time.

Manufacturer narrative:
Functional, dimensional, and material analysis could not be performed as the device remains in the patient. However, x-rays were provided by the rep. Upon review, it was observed that a set screw at the caudal end of the construct had migrated and was free floating. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. The everest surgical technique was reviewed and the following relevant information was identified: the physician should adequately instruct the patient that postoperative care and the patient's ability and willingness to follow instructions are two of the most important aspects of successful healing. Internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. Loads produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of refracture in an active individual. The surgeon should weigh the risks versus benefits when deciding whether to remove the implant. Implant removal should be followed by adequate postoperative management to avoid refracture. Periodic x-rays for at least the first year postoperatively are recommended for close comparison with postoperative conditions to detect any evidence of changes in position, nonunion, loosening, and bending or cracking of components. With evidence of these conditions, patients should be closely observed, the possibilities of further deterioration evaluated, and the benefits of reduced activity and/or early revision considered. Per the risk analysis table for everest, it is possible that the set screw cross threaded or was installed with insufficient torque. It is also possible that the rod was not fully reduced. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level. However, as no devices were available for evaluation, the root cause could not be determined conclusively.